Event description:
The manufacturer received information from uno legal litigation in reference to a repaired dreamstation auto CPAP with an allegation of eye irritation, nose irritation, skin irritation, dizziness, headache, nausea and vomiting. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The device was returned to a third-party service center. The technician confirmed particles in the air path during the device evaluation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. H6 updated/ corrected.

Manufacturer narrative:
Correction to the previously reported information: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation auto CPAP. The manufacturer received information from the patient alleging dizziness, headache, eye irritation, nose irritation, skin irritation, nausea and vomiting. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The dreamstation auto CPAP was returned to a third-party service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the foam particles were not observed. Additionally, the device was corrected. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The device information has been updated/corrected in this report. In this report, box d, h has been updated/corrected.